Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, and yellow particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, corrected, and/ or changed data. Date of alcl diagnoses: on (B)(6) 2021. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Implanting physician: dr. (B)(6). Explanting physician: dr. (B)(6).

Event description:
Healthcare professional reported "diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl) with focal early capsular involvement." Histopathological markers cd30+ and alk- have been received. Treatment: device explant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "concern with the device" and "seroma fluid".

Event description:
Patient reported "concern with the device" and "seroma fluid" against right device. The device remains implanted.